Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was implanted with a new transcatheter valve (j071727) in the aortic position. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID non-medtronic guidewire (lot: unknown); product type: guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty was not performed. The deployment starting point was the mid pigtail catheter. A non-medtronic guidewire was used during the procedure. It was noted that the patient anatomy contributing factor to the dislodgment was unclear. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient measured for a 26 fr valve at 67.5mm, with the left ventricular outflow tract (lvot) measuring smaller at 56mm. The patient had a permanent st. Jude pacemaker, and the st. Jude representative was on site to pace from the device. The first deployment of the valve ((B)(6)) was attempted with controlled pacing around 110bpm. Before the valve reached 80% deployment, the valve dislodged aortically. The valve was recaptured and a second deployment attempt was made, pacing at 120bpm. At 80% deployment, the valve was checked with angiogram and was seen to be at 0 or -1/2mm. The team decided to recapture the valve and attempt the third deployment a little deeper, however the valve dislodged aortically before reaching 80%. The valve ((B)(6)) and delivery catheter system (dcs, lot no. 0011949644) were removed from the patient and replaced. A new valve ((B)(6)) and dcs ((B)(6)) were prepared. The valve ((B)(6)) was deployed to 80% using rapid pacing, at a depth of 5mm on the non-coronary cusp (ncc) and the left coronary cusp (lcc). The physician found this to be acceptable, due to the patient having a pacer in place. The valve was fully deployed without issue. Echocardiogram showed acceptable depth and no paravalvular leak (pvl). Post-implant gradient with a pigtail catheter showed to be 4mmhg. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.